Manufacturer narrative:
Date of event: (B)(4). Date of report: 30aug2019.

Event description:
The customer reported a touch panel was faulty. The upper right area where an alarm icon was present , failed to respond. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
MFR date: 12dec2019. Report date: 16dec2019. The reported phenomenon was confirmed. Replaced the touchscreen assembly. Performed touchscreen calibration, electrical safety and controls tests per service manual, and the unit passed successfully. When the oxygen concentration test was set 100%, confirmed measured was 94.3% against the allowable range was from 95% to 105%, so the flow sensor assembly was replaced. Confirmed the backup alarm failed in the error log. Operational check was performed but the backup alarm failed error was not duplicated. Cpu (central processing unit) board was replaced for prevention of recurrence. When run in test was performed, the primary alarm failed error was confirmed then the speaker was replaced. No abnormality was confirmed but the following parts were replaced as regulated by periodic maintenance 1 procedure to prevent failure: oxygen inlet filter, air inlet filter and cooling fan filter. Unit was checked overall, run in test, cleaned and functionally tested. Software version was checked (ver.2.30). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27jan2020. B4: (B)(6) 2020. The speaker assembly was received for failure evaluation. Visual inspection of the customer returned speaker assembly revealed no signs of damage or contamination. The speaker assembly was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed no failures of the speaker assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: (B)(6) 2019. B4: (B)(6) 2020. A central processing unit (cpu) board was returned for analysis. An investigation was performed and this piezo buzzer (ls1) was failing intermittently due the insulation resistance was out of spec at 470 kohms. Resistance ratios were out of specification. In addition, a flow sensor assembly was returned for analysis. An investigation was performed and the out of specification u1 on the o2 (oxygen) flow sensor pcba (printed circuit board assembly) created the o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 04 dec 2019. The device is pending repairs no part returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touch panel was faulty. The upper right area where an alarm icon was present , failed to respond. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 30sep2019. The service technician confirmed the reported issue was confirmed by operational check so touchscreen needs to be replaced. The service technician also occurrence of check vent error, backup alarm failed at power on self-test, was confirmed in the error record so central processing unit (cpu) board needs to be replaced. The technician also confirmed the measured oxygen concentration was 36.5% (allowable range: 25 to 35%) when the setting was 30% at oxygen concentration accuracy test so flow sensor assembly needs to be replaced. The device is pending repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.